Manufacturer narrative:
Updated fields - b4, e4, g3, g6, h2, h6 (health effect ¿ clinical code), h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: d10. The issue was resolved after replacement of the transducer set-up and fluid-filled bag. Appropriate arterial waveform quality and blood pressure indices were restored, and the ¿unable to update timing¿ alarm cleared.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported that while using sensation plus 7.5fr. 40cc intra-aortic balloon pump (iabp) update timing alarm occurred and poor arterial waveform quality on an axillary balloon catheter was observed. Axillary disclaimer stated. (B)(6) stated she had recently changed the transducer and fluid-filled bag set-up and noticed the poor arterial waveform after the replacement. No harm or injury to the patient was reported.